Manufacturer narrative:
Di not available as product was manufactured on or before sep 23, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received

Event description:
It was reported that the patient presented for a follow-up to the hospital . During examination of right atrial (ra) lead, it was noted that the lead was broken. The ra lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.